Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 63 mg/dl (ss) and 86 mg/dl (hcp) respectively (>15 mg/dl difference). No symptoms were reported. Control solution test result (114) was in range (95-142). There was no allegation of harm.